Event description:
Subsequent to the initial report filing, additional information was received stating that the 3.5 x 12 mm otw promus stent and a 2.25 x 28 mm non-abbott stent implanted in the left anterior descending artery (lad) were both noted to be widely patent with no in-stent restenosis. The 2.75 x 8 mm non-abbott drug eluting stent that the patient received was placed proximal to these two stents and was implanted to treat a 70% stenosis proximal to the stents. The physician stated that the slow flow distally and intramural flow was suggestive of a dissection, but not a confirmed dissection. The 2.75 x 8 mm non-abbott drug eluting stent was implanted to treat the 70% stenosis only. No additional information was provided.

Event description:
It was reported that a promus stent was implanted in the left anterior descending artery (lad) on (B)(6) 2011. On (B)(6) 2012, the patient presented to the emergency room with recurrent chest pain and was diagnosed with angina and hospitalized on the same day. Cardiac catherization was performed. Distal slow flow was noted with late intramural flow suggesting a dissection. A 2.75 x 8 mm non-abbott drug eluting stent was implanted. The patient was discharged the next day. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina, ischemia, and dissection are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.